Manufacturer narrative:
Unknown when delayed union began. 510k: this report is for an unknown screws: locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used for: the patient underwent revision of a spanning wrist plate, one 2.4 locking screw, and seven 2.4 cortex screws on (B)(6) 2018 due to delayed union of the distal radius without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the patient underwent revision of a spanning wrist plate, one 2.4 locking screw, and seven 2.4 cortex screws on (B)(6) 2018 due to delayed union of the distal radius. The nine devices were removed and a variable angle (va) 2 column plate was inserted along with bone grafting from the iliac crest. The devices were originally implanted on (B)(6) 2017. The surgery was successfully completed with no delay. The patient outcome was reported as ok. This complaint involves three devices. This report is 2 of 3 for (B)(4).